Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported cannula being bent when it was removed from the infusion site for treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The device correctly generated an 0x1c alarm indicating the pod reached expiration time after 80 hours of operation. This is a safety feature that does not indicate a device failure. No damages or defects were found. No time out so drive stalls were seen in the device data.